Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the bearing on the device was failing (worn out) was confirmed. The device was tested and was found that a cutter could not be inserted into this attachment, the nose tube was damaged (flared out on the end) and could not insert cutter. It was determined that this was because the bearings were worn out not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings from normal wear and servicing over time. It was determined that the flared nose tube was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube, which is misuse, abuse and or error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had damaged components - nose cone and bearings. It was further determined that the ball bearings fell apart, balls were missing, cage did not exist and extension sleeve was damaged on the device. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.